Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the patient had re-operation for a "valve-in-ring" procedure after an implant duration of approximately 45 months due to recurrent severe mitral insufficiency. No other details provided. Additionally, there have not been any allegations of a product malfunction or quality deficiency related to the subject device.

Manufacturer narrative:
Device not returned. Unfortunately, the device was not removed from the patient, therefore, the device could not be assessed for any device malfunction or quality deficiency. The device history record (DHR) review is currently in process.